Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose reading was 32 mmol/l. Customer treated for their high blood glucose with insulin pen. The customer current blood glucose was 7.9 mmol/l. Customer was experienced nauseous, pain in the arm and headache. Customer stated that infusion set cannula was bent. Customer using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.